Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the color markings are wearing off (12 trials).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported event. No device defects were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.